Event description:
It was reported that the vns pt experienced an infection at the generator site twelve days after implantation surgery. The infection was treated with intravenous antibiotics for ten days followed by oral antibiotics for twenty-one days. Before the initial antibiotics were administered, two cultures were taken from the pt's wound that showed negative results. No pt manipulation of the device site occurred that could have contributed to the reported event. The physician indicated that it may have been a foreign body reaction. Successful development and control of infection was noted by the physician following administration of drugs.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.